Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports that following intraocular lens implant surgery, a pt complained of seeing linear streaks of light when viewing a light source. Upon examination, the surgeon saw, what he felt were striae or perhaps some wrinkles in the bag. He performed a capsulotomy and during this procedure, he realized what he had seen during the earlier examination were scrapes on the intraocular lens. The lens remains implanted. The scrape marks are not in the pt's visual axis. Additional info has been requested.